Event description:
The customer reported that the companion 2 driver's pt data file cannot be downloaded onto a memory stick. The customer also reported that the companion 2 driver is performing as intended to provide support to the pt. This alleged failure mode poses a low risk to the pt because it does not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.